Event description:
Through the year after the device was inserted, I've noticed menstrual irregularities, spotting for the first two weeks before the heavier 3-4 days. I do suffer from migraines 1-2 over month, and a terrible allergy reaction to my face. I thought it was what I was eating, but changed my diet, less caffeine drinks and have found that my face still suffers from break outs. Last, I also have abdominal and back pain during the cold months.